Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed after the first firing. There was no pt consequence.

Manufacturer narrative:
Based on the info received and the visual examination, it was concluded that the instrument jammed due to twisted staples in the track as a result of an open section on the track near the nose. No conclusion could be reached as to how the opening occurred in the track section. The cartridge was observed to contain 23 staples. Each instrument is evaluated during the assembly process to ensure that stapled feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products.